Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a reference patch carto 3 and when the medical team opened the outer box, the inner bag was not sealed with adhesive and was left open. The reference patch was used on the patient based on the physician's decision, as it is not a sterile product. The procedure was completed without patient consequence.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The manufacture date has been provided as 03-dec-2024. Therefore, h 4. Device manufacture date has been updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Hardware evaluation was completed on 11-aug-2025. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a reference patch carto 3 and when the medical team opened the outer box, the inner bag was not sealed with adhesive and was left open. The package without the product was returned to johnson & johnson medtech (j&j medtech) for investigation; however, the package was mistakenly discarded. Therefore, it was not available for investigation. A supplier manufacturing investigation was carried out on lot ll027179, and it was concluded that the issue was caused by human error/gap in the process, as there was not a specific control established for sealing inspection. This could be related to the event reported on this complaint. A device history record evaluation was performed for the finished device number ll027179, and no internal actions related to the reported condition were identified. The pouch issue reported was confirmed, as the lot number reported was identified with the defect described by customer (open/unsealed pouches). The root cause of the package issue is the manufacturing process. The instructions for use (IFU) contain the following information: inspect the external reference patch to ensure that it is in good physical condition. Care should be taken when opening the packaging to ensure that the sealing mechanism is not damaged. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Supplier actions are being performed to mitigate pouch seal issues (retraining, added a pouch seal inspection in the process). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).